Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - bl2 knee axel catalog #: rd108569 lot #: ni, bl2 tibial knee left bearing set catalog #: rd108559 lot #: ni, custom bl2 left modular femoral component with locking screw catalog #: cp111169 lot #: ni, custom bl2 knee left tibial bearing set catalog #: cp111173 lot #: ni. E1 - the surgeon is dr. (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2023-02367, 0001825034-2023-02369, 0001825034-2023-02370, 0001825034-2023-02371 h3 other text : investigation incomplete.

Event description:
It was reported that the patient is being considered for a left knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made; however, no additional information is available.